Event description:
Zoll lifecor patient service representative (psr) reviewed a download which showed that a (B)(6) patient was receiving adjust belt messages. The patient's electrode belt was replaced.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt alarms) has been confirmed. The cause of the adjust belt alarms was due to fb channel noise. The root cause of the fb channel noise was corrosion on components u1, q1, and v2 of the ECG buffer board within the ECG node "b". The root cause of the corrosion cannot be positively identified but was likely due to liquid ingress in the ECG electrode. No adverse event resulted from the damaged cable. The patient received a replacement electrode belt.